Event description:
It was reported post op a lap gastric band procedure, the patient reported no satiety. The band was checked for leaks. The surgeon aspirated 12 cc of fluid out of the band, which has a maximum fill of 9cc. There was no leak in the band. The patient has an upper gi and an erosion was seen circumferentially. The surgeon scheduled and explant for 2009, however, the patient cancelled as he wanted to look at his options. At approx 19 days later, the patient presented with a port site infection, diagnosed as mrsa. The site was treated with wound care. The band was removed. The band is with risk management and at this time not being released.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.